Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a company representative that during preventive maintenance when the automated impella controller was powered on, a ¿controller failure¿ alarm appeared. The system was restarted a couple of times with "controller failure " alarm still appearing. The aic showed a ¿controller failure¿ alarm immediately after the system started. No patient was involved.

Manufacturer narrative:
B3. The date of event was omitted from the initial report that was submitted. The exact date is unknown but the event year was 2025.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions and to correct information provided in a previously submitted MDR.. Section b3 has been updated to correct the date of event. Section d1 (brand name) has been corrected. Section d9 has been updated to correct the dated that the device was returned to the manufacturer for investigation. Section h3 has been updated to indicate that the device was evaluated by the manufacturer. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: the root cause of the ¿purge pressure sensor defective¿ alarm on ic3998 was due to malfunction purge pressure sensor.